Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). Blood was on the device and the implant was deployed and connected to the core wire as received. The hub, shaft, tip, core wire, and implant were examined. There was damage to the trifolds as received. The implant was protruding from the trifolds approximately 7mm. The tip of the wds was damaged, with the tricuts folded back onto the shaft, and the marker band appeared to be flattened. The implant was measured and found to be consistent with the reported information. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The "legs" of the device did not appear to be broke. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 25 april 2017. It was reported frame damage of the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was used and the closure device was deployed. One of the legs on the frame looked deformed upon looking at it through fluoroscopy and it did not open properly. It was fully recaptured and removed from the patient. The closure device was inspected after it was removed from the patient and everything appeared to be intact. However, the watchman clinical specialist noticed that the spacing of the framework of the device was not evenly situated underneath the fabric cap when it was fully deployed. A new closure device was used to complete the procedure successfully. There were no patient complications and the patient's status was fine. However, device analysis revealed that the marker band was flattened and there was damage to the tip.